Event description:
Patient underwent total hip arthroplasty in (B) (6) 2009. Subsequently, the patient underwent revision surgery on (B) (6) 2010, after the acetabular liner had dislodged from the acetabular cup. It was noted during the revision that the acetabular liner had fractured and the ceramic head was rubbing against the acetabular shell.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found areas of metallic transfer on the articulating surface. There are radial metallic transfer marks in the tapered hole.